Event description:
Hcp reports pump explanted after 76 months implant duration due to a possible intermittent rotor stall. No patient symptoms or outcome were reported. A rotor study was performed. The pump was delivering morphine, bupivicaine and clonidine. The pump was explanted and replaced. The explanted pump was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6-preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.